Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient on support with an impella 5.5. Upon exchange of the impella cp for an impella 5.5, placement signal alarm (psl) active alarm occurred while utilizing a double barrel technique. The psl alarm was ongoing since placement. After pulling the pulmonary artery catheter and central line, the patient went into atrial fibrillation. Multiple suction alarms occurred overnight and into the morning. The physician was called to the beside and the impella 5.5 was repositioned to approximately 4.4. Eventually, care was withdrawn and the patient expired.

Manufacturer narrative:
Correction d6a, d6b. The investigation of the reported failure mode has been completed. Optical sensor issue: ongoing placement signal low alarms reported. No relevant patient condition or abnormality noted. No volume issues noted. The logs confirm placement signal low alarms and show initial placement signal value at the start of support was 0. The 5s parameters were stable through support. The cause of the optical signal issue was not established as no product was returned and limited clinical information was provided. Pump suction: the data logs confirm suction alarms and correct trigger. Clinical reported suction and repositioning attempt which did not resolve suction alarms. No patient volume issues were noted nor was ECMO used. The cause of the suction alarms was not established as no product was returned and limited clinical information was provided. Paroxysmal atrial fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.